Event description:
It was reported that during a da vinci-assisted surgical procedure, there was difficulty in applying the clip of the medium-large clip applier instrument. Analysis found the tips to be misaligned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred prior to clip application inside the patient while attempting to clamp on vessel or tissue. The issue was not related to the jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. Issue was related to an unsuccessful clip application however no opening of the clip after closure of the clip. A backup was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.